Manufacturer narrative:
This report is being submitted to correct the following fields. C is updated so that g4 will no longer have "combination product" checked.

Manufacturer narrative:
This report is being submitted to retract the information provided in the initial and supplemental report. It was initially reported that the consumer reported an unconfirmed false positive result with the binaxnow covid-19 home test. Upon further investigation, the consumer stated seeing a faint line within the sample window, validating the proctors result. There was no objective evidence to support a false positive result occurred. Therefore, the result is not to be considered a false positive and this event is not reportable.

Manufacturer narrative:
Correction: d4: 136903g, 09/06/2021, 01108118770113371721090610136903g h4: 12/20/2020 investigation: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 136903g with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-200 / lot 136903g and device part number 195-430h / lot 134227. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 136903g showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is could possibly be related to issues including the home test user performance or interpretation of the result.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported an unconfirmed false positive result with the binaxnow covid-19 ag home test. No additional information, including patient treatment and outcome was provided.